Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported receiving alarms on the insulin pump. He stated that the battery was half full when the first alarm occurred. After this, there was an off no power alarm. Customer's father declined to troubleshoot for this issue. He stated that the insulin pump was not stored or out of use for an extended period of time and that the alarm did not occur shortly after inserting a new battery. He stated that the alarms are recurring during normal use. The blood glucose reading was 226 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.